Event description:
Pt purchased a halloween-type contact lens online and suffered an injury because of it. The pt only wore the contact lens for 5-10 minutes before removing it from his left eye (didn't wear the right one as the left one was hurting so bad). When I saw him, nearly his entire left eye corneal epithelium was missing. It was almost like he had undergone prk refractive surgery (where the epithelium is intentionally removed). The pt was in pain and had significantly reduced vision from that eye. A bandage contact lens was applied to aid in the healing, and a 4th generation fluoroquinolone (moxifloxacin) was prescribed as well as a topical nsaid (ketorolac). The pt developed an elevated intraocular pressure and was treated with anti-glaucoma medication. I think it is likely that the contact lens packaging solution caused a toxic reaction with the pt's eye. Therapy start date: (B)(6) 2016. The product is over-the-counter.